Event description:
The customer reported to bsc that during a colonoscopy procedure on a female patient (age unknown), the resolution clip device fell apart while being deployed. It is unknown whether or not the clip was left in the patient (i.e. To pass via peristalsis). The procedure was completed successfully with another of the same device. The patient did not sustain any complications or ill effects as a result of this issue.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event at this time.